Event description:
The customer reported getting a power interrupted message.

Manufacturer narrative:
(B)(4). On 7/28/10 the unit was evaluated at philips. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.